Event description:
An angio-seal device was used to seal te anteriotomy site post percutaneous coronary intervention procedure. Thirty minutes later, the patient experienced bleeding at the puncture site and ventricular fibrillation. Emergency resuscitation included defibrillation and blood transfusions. The patient's hemochrome was 6 k.